Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced issues with low blood glucose values. The patient confirmed that she was not using any infusion sets that were eligible for product recall. The patient's blood glucose was 40 mg/dl at the time of incident. The patient treated with glucagon and her blood glucose has since increased to 153 mg/dl. During troubleshooting it was confirmed that the insulin pump's drive support cap appeared normal. The device programming was accurate as well. The reservoir contained the same amount of insulin as displayed on the status screen. The device was not worn during a medical procedure or near an MRI machine. The customer did not believe that the insulin pump was over-delivering. The customer was advised to monitor their insulin pump. The insulin pump was not returned for analysis.